Manufacturer narrative:
The reported event of the device being unable to connect to the application was confirmed. Final analysis of the information provided determined that the device could connect to the application, but the patient application was unable to create a successful remote session due to an error. The root cause of the error was unable to be determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. A bluetooth reset was successfully performed. There were no patient consequences.